Manufacturer narrative:
(B)(4). This is a report of a use error, where clamps on unused lines are open. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The home patient was connected at the time of the system error. Per the home patient, clamps on unused lines are open. The technical service representative explained to the home patient that only lines in use should be open, and all other clamps should stay closed to avoid air being pulled into tubes. The technical service representative had the home patient cycle power to clear the alarm and helped open door to remove cassette. The home patient will complete therapy in morning with an ultrabag. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.